Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working. It was also mentioned that the there was a crack where the battery is inserted and piece missing from insulin pump. Blood glucose level was 139 mg/dl at the time of the incident. The insulin pump will be returned for analysis.